Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the radical resection of rectal cancer surgery on (B)(6) 2020, after fired when severing the colon tissue, noted oozing. Symptomatic management of hemostasis was given. After the surgery, oozing happened repeatedly. On (B)(6) 2020, the patient was sent to the endoscopy room for electronic colonoscopy, and the anastomotic site 5 cm from the anus was found with blood clot, and vascular head exposed. After washing, a titanium clamp was given endoscopically, and relevant medicine treatment was given. Then no oozing was observed. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 09/24/2020. Additional information was requested, and the following was received: what were the indications for surgery? Rectal cancer surgery. What surgical procedure was performed? Laparoscopic radical resection of rectal cancer. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Dr. (B)(6) fired the device with the help of surgery I. His experience in using the device is not so good, belonging to a young doctor. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b, did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? There was a 15 second pause without retightening. Was the device difficult to close? Closed normally. Was the device difficult to fire? Normal firing. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? Yes, the donuts is complete. Was a complete transection of the white breakaway washer visually confirmed? The surgeon did not pay attention to it at that time. Were there any issues noted with staple formation at any point throughout the care of the patient? The operator did not pay attention to check,, he just felt a little blood at that time, but the operator did not care, thought it was normal, no further treatment what is the current status of the patient? Recovered well and discharged it was reported that the device was being retained. Will the device eventually be released to ethicon for evaluation? No device was returned.